Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarms were noted. The insulin pump was received with fading serial number label. Unit received with minor scratched display window and case. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer felt shaking and treated with juice. The insulin pump was returned for analysis.